Manufacturer narrative:
Correction: after clinical review of this file performed on (B)(6) 2020, it was decided to add code formation of cysts, to more accurately capture the reported event. MRI results indicate the patient experienced bilateral breast cysts. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced rupture, capsular contracture, cysts, rashes, and nipple discharge on the right side and breast pain on the left side post-operational. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on february 14, 2020, mentor became aware that the patient experienced bilateral painful ptosis. Mentor also became aware that the patient underwent bilateral device removal and replacement with competitor products on (B)(6) 2020. On february 20, 2020, the mentor failure analysis lab received the device for evaluation. On february 26, 2020 mentor became aware of the patient's left-sided device information. On february 28, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device no apparent damage could be observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/21/2019, mentor became aware that the patient is rescheduled to go undergo device removal on (B)(6) 2020. Manufacturer reference number: (B)(4).